Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the loop was broken with evidence of being burned. Functional testing could not be performed due to the condition of the returned device. The complaint was confirmed, the loop broke. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop broke when polyp was removed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop broke when polyp was removed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.